Event description:
Info received reported the physician was performing a battery replacement procedure. When the lead was taken out of the old ins, the existing electrodes were damaged from the extraction of the lead from the ins. The surgeon attempted to place the lead into the new battery and the lead would not fit into the hub of the new battery. The pt decided not to proceed with the new lead replacement. The new battery was therefore contaminated and discarded. Add'l info has been requested and if received, a f/u report will be sent.

Manufacturer narrative:
(B)(4).